Event description:
A report was received that the pt is experiencing itching along the pocket, extension and lead site. The physician believes the itching is a current leakage of unk cause. The physician will reopen the pocket to the check the connection of the devices.